Manufacturer narrative:
Concomitant medical products: product ID: 37742, lot# serial#(B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3777-60, serial#(B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported the patient¿s device was explanted in 2010 because the patient thought they were ¿cured¿ and wasn¿t going to have pain anymore. Additionally, the patient said that the implantable neurostimulator (ins) bothered them when laying on it. The patient stated they were working with a new doctor and were moving towards having another ins placed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.